Event description:
It was reported that the patient presented for the pacemaker implant procedure. Interrogation while the pacemaker still inside the box show that the pacemaker was in backup vvi mode. The pacemaker was replaced and the procedure continued with the new pacemaker on (B)(6) 2026. The patient was stable throughout.

Manufacturer narrative:
The reported event of device in unexpected mode switch was confirmed. The device was received in backup mode with normal telemetry communication. Analysis of the device image indicated the device went to bvvi due to hardware reset error. The device was restored by reloading product code followed by analysis indicating normal interrogation results. Backup vvi mode was reproduced at temperature cycle, and this is consistent with an integrated circuit anomaly. Assessment of total projected longevity was performed, and the device was found to have appropriate remaining longevity. DHR review was performed and device passed all tests prior to its distribution.